Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient lost stimulation coverage and was not getting an adequate pain relief despite reprogramming done due to lead migration and high impedance. The patient underwent a lead replacement procedure and was doing well postoperatively. No device malfunction was suspected. The explanted linear lead was discarded by the medical facility.